Event description:
Caller reported that t: slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.